Event description:
It was reported that during an unk procedure, the clips would not advance. Unknown how case was completed. There were no adverse consequences for the pt.

Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) went to the hospital after receiving four shocks. When the ICD was interrogated, a fault code was observed and revealed that it was in fallback mode with limited therapy available. Boston scientific technical services (ts) was contacted for technical advice. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.